Event description:
The articular surface broke upon removal from the joint following trialing. The entire surface broke into two pieces just behind the post.

Manufacturer narrative:
Examination of the returned device confirms the reported event of trial breakage. A complaints review was completed in february 2014 and in june 2014 for all attune trial instruments, (B)(4), inclusive of the attune femoral trials, articulation surface trials, and the patella trials. Findings of the complaints review prompted dfmea updates where applicable. The root cause is attributed to user technique and/or misuse. The damage suggests the trial was pryed or otherwise inappropriately removed during trialing. Based on the root cause of suspected misuse, corrective action is not needed. Monitor subsequent reports via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.